Event description:
The customer reported that following a diagnostic catheterization procedure in 2003, a vasoseal vhd kit size 1 was deployed. During the deployment procedure, the operator advanced the tissue dilator intra-arterial. The operator pulled back on the device and than advanced until resistance was felt. One collagen plug was deployed into the tissue tract. Soon after the procedure the pt complained of pain in the right lower leg. Pulses were not palpable and the pt was sent to angiography for an angiogram of the right leg. The pt was taken for an urgent vascular repair. A thrombus was removed from the popliteal artery and sent to pathology. The pt was transferred to the recovery area in stable condition. No further complications were reported. The datascope representative was told that the specimen taken for pathology did not contain vasoseal collagen.